Event description:
Related manufacture reference number: 2017865-2022-09806. Related manufacture reference number: 2017865-2022-09807. It was reported that the patient was symptomatic of infection from an unknown source. During procedure, it was noted that the pacemaker caused minor erosion and vegetations were observed on both atrial and right ventricular leads. The pacing system was explanted on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.